Event description:
It was reported that the device was jolting the pt during a radiofrequency ablation when going from one stimulation to another stimulation. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device was returned to the MFR for eval and the complaint could not be confirmed. There were no signs of misuse, visual tampering, or other causes of failure noted.